Manufacturer narrative:
Bench repair was unable to duplicate the issue. No fault found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut down while in use for therapy. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the device shut down while in use for therapy. The device was swapped out with another unit with no issues. The customer requested to have the device sent in for evaluation and repair. The investigation is ongoing.